Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 5.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 30 atmospheres. The device was removed without any problem using the normal method, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.